Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery could not be charged despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose (bg) level. Customer indicated current pump would continue to be used for diabetes management.